Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medications were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications were not crossing over on multiple pyxis machines. A technical support specialist (tss) verified with the customer that the example order in epic was seen but not on the es server (the patient existed on the server along with other orders). Iest confirmed that the order message did not cross over to the carefusion coordination engine (cce). The tss informed the customer to contact epic support, likely the hospital information team (hit), to address the issue and provide examples for troubleshooting. Hit fixed the issue. The system functioned as intended after the hospital information team resolved the problem.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medications were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.